Manufacturer narrative:
Medtronic ent representative reported that the site declined a request to provide patient information. Site indicated, there are no operating room lights on that could be interfering. Medtronic ent representative was unable to duplicate error at the site. Tested the system with no issues.

Event description:
A nurse at the site reported that the frame is not tracking consistently while in an ent case. It only tracks briefly after she moves out of the way of the camera and then it goes red again. After troubleshooting with medtronic ent representative, the surgeon decided to proceed without using the stealth. There was no impact on the patient outcome.